Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 599 mg/dl. He mentioned his concerns on social media. The customer never heard the beep or vibrate reminder that the insulin pump was suspend. When he checked his blood glucose level, the insulin pump did not recommend the correct amount of insulin. The bolus wizard feature was found turned off. The customer wanted to know if he could set up an alarm to remind him that the insulin pump was suspended. His belt clip broke. The device was not returned.